Event description:
It was reported the min side of the pedal was not working consistently during a lap cholecystectomy. The customer manipulated the cable to continue use. There was no pt consequence.